Manufacturer narrative:
This device remains implanted , therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment that this right ventricle lead exhibited oversensing and noise on the right ventricle channel. There was no pacing inhibition. Pacing thresholds was 2.5 v@1ms. Lead integrity testing in the clinic could not reproduce any noise. The physician suspects a possible lead issue and will be monitoring the patient closely. The device remains implanted. No adverse patient effects were reported.